Event description:
It was reported that there was an electrical grounding issue that was allegedly causing major interference with the customer's monitoring system. It was reported distortion lines were seen across the systems and the stretchers will not be used until issues are rectified. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional info is received, a follow-up report may be submitted.